Manufacturer narrative:
Additional information: tevar graft implanted on (B)(6) 2022. This patient had an aortic dissection. The location of the rupture was relatively high and it was close to the left subclavian artery. In order to achieve complete occlusion, the covered stent went beyond the left subclavian artery and started to cover the root of the left common carotid artery. However, the patient's left vertebral artery was enlarged, and an everflex stent was placed in order to ensure the opening of the vertebral artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a protege everflex self-expanding stent during procedure to treat the mid left subclavian artery. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. It was reported that stent deformation occurred in vivo post deployment. The stent deformed after implantation and the patient subsequently developed symptoms of ischemic cerebral infarction. Deformation noted 2 days post procedure. Stent placement was not adjusted after initial flowering of stent. Reported that stent collapsed. No actions taken as a result of deformation. After the patient's cerebral infarction, the CT showed that the stent was abnormal, and the operation was completed and transferred back to the ward. Stent deformation is believed to have contributed to ischemic cerebral infarction. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. Medication was provided to patient. Patient status is alive with injury. Patient currently has right hemiplegia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis upon medical safety review of the provided CT images and narrative, the patient had a thoracic endovascular aortic repair (tevar) placed during the same procedure. It appears on the CT scan that the proximal portion of the tevar impinges or overlaps the origin of the left common carotid artery (lcca) and traverses the origin of the left subclavian artery (lsa). The indication for the subclavian stent placement was to maintain patency to the left vertebral artery after coverage of the origin of the lsa. The tevar could be expected to compress/deform the protégé stent due to differences in radial force. Additionally, this patient sustained a left anterior hemispheric stroke according to the event description with right sided hemiplegia; whereas a left subclavian stent deformation could potentially cause a posterior circulation stroke. The stent would be unlikely to cause an anterior hemispheric stroke however, the procedure of placing a subclavian stent with manipulation of the great vessels in addition to the presence of the tevar encroaching on the origin of the lcca would clearly place the patient at higher risk for anterior left hemispheric stroke. Due to the complicated circumstances of this anatomy/event, this is an unlikely hazard to reoccur and therefore would not be required to include in the risk documentation for protégé. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there is no plan currently to remove stent from patient. The patient received the following medications on the days indicated: (B)(6) 2022 propofol medium/long chain fat emulsion injection 20ml, yaningidine injection 25mg, remifentanil hydrochloride for injection 1mg, issugi injection 10ml, sodium lactated ringer's injection 500ml, ceftazidime for injection 1g, hydrochloric acid ambroxol injection 4ml, glucose injection 500ml, sodium chloride injection 100ml, pantoprazole sodium for injection 40mg, dexmedetomidine hydrochloride injection 2ml (B)(6) 2022 yaningding injection 25mg, esmolol hydrochloride injection 2ml, glycerol fructose sodium chloride injection 125ml, papaverine hydrochloride injection 30mg, sodium chloride injection 100ml, atorvastatin calcium tablets 10mg, butylbenzene sodium phthalochloride injection 25mg (B)(6) 2022 peer injection 10ml, ruineng emulsion 500ml, ginadol injection 10ml, sodium chloride injection 500ml, sodium chloride injection 500ml, ginadol injection 10ml, maizhiling tablets 300mg, ruinado hydrochloride for injection fentanyl 1mg, peer injection 10ml, esmolol hydrochloride injection 2ml, yaningding injection 25mg (B)(6) 2022 glucose injection 250ml, xingnaojing injection 20ml, supu deep powder injection 3g, sodium chloride injection 100ml, (B)(6) 2022 irbesartan tablets 75mg, metoprolol tartrate tablets 12.6mg, ruineng emulsion 500ml (B)(6) 2022 aspirin enteric-coated tablet 100mg, inhalation budesonide suspension 2ml, sodium chloride injection 4ml, ipratropium bromide solution for inhalation 2ml (B)(6) 2022 doxofylline glucose injection 0.3g, propofol medium/long chain fat emulsion injection 20ml, norepinephrine bitartrate injection 2mg (B)(6) 2022 norepinephrine bitartrate injection 2mg, yaningding injection 25mg, sodium chloride injection 100ml, human albumin 40g, yaningding injection 25mg (B)(6) 2022 peer injection 50ml, vitamin k1 injection 10mg, sodium potassium magnesium calcium glucose injection 250ml, potassium chloride injection 1.5g, glucose injection 500ml, tranexamic acid injection 0.5g, glucose injection 100ml, nitrate fendipine sustained release tablets (¿) 10mg, esmolol hydrochloride injection 2ml, glucose injection 100ml, tezhixing powder injection 4.5g, potassium chloride injection 1.5g (B)(6) 2022 linezolid tablets 0.6g, metoprolol tartrate tablets 25mg) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.